Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement of 2000 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reviewed the remote monitoring data. Upon review it was noted that the increase in rv impedance measurements was gradual over the last seven months and there were no episodes of noise. Ts discussed options including to continue to monitor the system. A cause was not able to be indentified, but it was noted that the physician believes it may be related to the patient having a passive fixation lead. At this time the physician has opted to continue to monitor the system and the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned due to the high out range impedance measurements. The implantable cardioverter defibrillator (ICD) remained in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the high out of range pacing impedance measurement for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue. The clinic plans to bring the patient in and have an x-ray taken. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.